Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Customer declined to provide further information. There was no reported impact to blood glucose. Customer reverted to manual instructions for insulin therapy.